Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the sensor needle broke inside the serter. The customer stated she thinks that the catch arms were bent inside the serter. The customer's blood glucose was 8.7mmol/l.